Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his unknown onetouch meter displayed inaccurate high results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter was reading inaccurately around 2 to 3 years ago. When he obtained an alleged inaccurately high blood glucose result of 5.6mmol/l compared to 2.6mmol/l on an ER meter. The patient was unable to confirm the time that elapsed between each result. The patient manages his diabetes with insulin (self-adjuster) and reported that he continued with his usual dose of medications as a result of the alleged product issue. On an unspecified date and time after the alleged product issue began the patient reported that he experienced loss of consciousness-hypo. The patient stated that this resulted in him attending ER and receiving treatment of a glucagon injection from a health care professional (hcp). The issue remained unresolved. The patient declined replacement products and was unable to return the subject meter for investigation as it was no longer in his possession. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.